Event description:
A user facility reported that the evis exera ii video system center keyboard is not responding. During a standard service inspection of the customer returned device, printed circuit board failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, serial digital interface signal was not emitting from the cv-180 due to defect in the rf-p board. In addition, one foot on the chassis was found deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that sdi signals did not have output from cv-180 due to the faulty rf-p board. The cause of the faulty rf-p board could not be identified. Other inspections finding was as follows: keyboard does not respond to the video processor. Olympus will continue to monitor field performance for this device.